Manufacturer narrative:
A product investigation was completed: the complained device was not returned. Only six (6) concomitant in-tact screws and plate were received. No broken screw was received at cq and no visual evidence (x-ray) was provided to confirm a screw has broken post-operatively. Upon visual inspection of the concomitant devices, there is no evidence that these devices contributed to the complaint condition. No new malfunctions were identified as a result of the investigation. Based on the part numbers of the returned concomitant devices, it is suspected that the unknown screw for this complaint file that reportedly broke postoperatively but was not returned, is in the same product family (part 204.8xx). The relevant drawing was reviewed during this investigation. No product design issues or discrepancies were observed. A root cause cannot be definitively determined. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Updated concomitant devices reported: cortex screw 12 mm (part 204.812, lot unknown, quantity 4); cortex screw 14 mm (part 204.814, lot unknown, quantity 1); cortex screw 16 mm (part 204.816, lot unknown, quantity 1); one-third tubular plate (part 241.37, lot 9837860, quantity 1)

Manufacturer narrative:
Device was used for treatment, not diagnosis. The subject device is not expected to be returned to the synthes manufacturer for evaluation. It was reported in error in initial medwatch #(B)(4) that the reporting facility had discarded the subject device. The reporter (patient) reported the complaint to synthes. The location of the subject device is unknown. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
The patient began experiencing pain on an unknown date in (B)(6) 2016. It is unknown when the reported screw broke. This report is for one (1) unknown lateral screw. Part and lot numbers were not available for reporting. Other number¿UDI: unknown part number, UDI is unavailable. The subject device is not expected to be returned to the synthes manufacturer for evaluation and was discarded by the reporting facility. The investigation could not be completed; no conclusion could be drawn, as no product was received. Without a lot number the device history records review could not be completed. The date of manufacture is unknown. (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that surgery was performed on the patient¿s left ankle to treat tibia/fibula fractures on (B)(6) 2016 involving the implantation of two (2) unknown lateral screws. On an unknown date in (B)(6) 2016, after resuming normal activities, the patient experienced shooting pain in the ankle. The initial pain resolved, but the patient continued to experience a dull aching. It was subsequently discovered that one (1) of the screws was broken. The patient underwent a hardware removal of the two (2) lateral screws with hardware revision involving implantation of an unknown plate, six (6) screws and bone grafting on (B)(6) 2016. Concomitant devices reported: unknown screw (part #unknown, lot #unknown, quantity unknown) this report will address the hardware removal and revision on (B)(6) 2016 due to the broken screw only. Please see related complaint, (B)(4), which address and reports an events that occurred postoperatively to the (B)(6) 2016 surgery. This report is for one (1) unknown lateral screw. This report is 1 of 1 for (B)(4).